Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap chole. According to the reporter: the balloon ruptured during procedure. New device was opened to complete procedure. There was no bleeding reported in excess of 500cc.